Event description:
A home patient (hp) contacted global technical services regarding a check supply line alarm that occurred on the home choice (hc) unit during prime, hp not connected. The hp stated he used a new bag and the alarm repeated. The technical service representative (tsr) explained the alarm and that there may be a problem with the cassette since he did not change it out. The hp stated he will not start over or new treatment tonight and hung up. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - reuse of single-use product issue. Complaint is confirmed because it is reported that during trouble shooting of a check supply line alarm situation, patient changed out a bag only and reused the disposable cassette while priming, which is a use error. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.